Event description:
Message received from patient "total knee replacement; my arthritis stemmed in part from being knock kneed. The doctor assured me that the surgery would straighten my leg as it is measured by CT scan. However, my leg is same regarding the knee bending in or worse depending on how I stand."

Manufacturer narrative:
An event regarding rom involving a triathlon insert was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device remained implanted. Medical records received and evaluation: a review of the provided medical records by a clinical consultant stated the following comment: cannot confirm event, need additional information; current x-rays and follow up since (B)(6) 2019, operative report and early follow shows no problems. Product history review: a review of the device manufacturing records indicate that all devices accepted into final stock were free from discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as current x-rays and follow up since (B)(6) 2019 are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened. The following devices were also listed in this report: tritanium bplate triathlon s4; cat# 5536b400; lot# ctd29397. Triathlon p/a cr beaded #4r; cat# 5517f402; lot# hcn4t. Tritanium patella-asymmetric; cat# 5552-l-320; lot# hjk7. It cannot be determined which, if any of these devices may have caused or contributed to the patients experience.

Manufacturer narrative:
An unknown mako robot was added to this event after the submission of the initial and follow up 1 reports. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Reported event an event regarding rom involving a triathlon insert was reported. The event was confirmed via clinician review. Method & results -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device remained implanted. -medical records received and evaluation: a review of the provided medical records by a clinical consultant indicated: the review of these records confirmed that the complaint valgus confirmation of the knee. The alignment was selected and achieved with the mako device and is within acceptable limits. No device related factors were contributory to this event. -product history review: a review of the device manufacturing records indicate that all devices accepted into final stock were free from discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: the patient reported that the knee range of motion was not improved post the tka surgery. The review of provided medical records confirmed that the complaint valgus confirmation of the knee. The alignment was selected and achieved with the mako device and is within acceptable limits. No device related factors were contributory to this event. The exact cause of the event could not be determined. If devices additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Message received from patient "[...] Total knee replacement [...] My arthritis stemmed in part from being knock kneed. The doctor assured me that the surgery would straighten my leg as it is measured by CT scan [...] However my leg is same regarding the knee bending in or worse depending on how I stand." Update "I have had degenerative joint problems in both knees. My right knee was often painful and occasionally swollen and when injections did not help much my local sports medicine doctor recommended knee replacements. I did not need a walker or cane at the time except about four times a year if it swelled for a few days. I researched online and found sports medicine and orthopedic in at which claimed that using stryker robotic for knee replacement was more accurate and had less complications than traditional knee replacement method. They assured me they would not only repair my right knee but straighten it as I was slightly knock knees. Their dr did the surgery. I completed physical therapy through insurance and did six more months on my own. My knee is worse than before the operation. It is very bent to the inside and collapses randomly. I am not stable at all without a cane or a walker. The doctor basically said sorry we need to do another knee replacement without the robot, and use a larger device. They offer no explanations and compensation and basically stryker has not answered my last attempt at communication. I am extremely displeased and sports medicine have all of my records and x-rays and you have permission to access them. Thank you."

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not available.

Event description:
Message received from patient "[...] Total knee replacement [...] My arthritis stemmed in part from being knock kneed. The doctor assured me that the surgery would straighten my leg as it is measured by CT scan [...] However my leg is same regarding the knee bending in or worse depending on how I stand."